Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative observed the customer's report during an onsite visit. However; the customer decline repair of the device. Root cause could not be firmly established. Analysis of reports of this type has not identified an increase in trend.